Event description:
It was reported that the customer was hospitalize due to high blood glucose over 500mg/dl. The brother stated that the insulin pump was not delivering insulin, and her blood glucose was not dropping. It was stated that she was disconnected from the insulin pump at time of her admission. Initially, the caller reported that the customer lost her insulin pump, and she will be visiting her doctor in a couple weeks to see what can be done about the device therapy. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.